Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. An adapter was fully inserted into both the ra and rv lead barrels and the set screws were tightened down. The set screws held the leads firmly in place and the tip of the adapters were past the connector blocks. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Under-insertion of the lead's terminal pin into the device header is suspected to be the cause of the out-of-range impedance values observed during the implant procedure, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events

Event description:
It was reported that during a generator replacement procedure due to normal battery depletion (nbd) the physician attempted to insert the leads into the pacemaker and experienced insertion difficulties. The physician was unable to get the terminal pins on both the right atrial (ra) lead and right ventricular (rv) lead past the distal connect block in the header of the pacemaker. The ra lead also exhibited high out of range pacing impedances measuring greater than 2000 ohms, however, the lead did pass the tug test. The physician was able to obtain impedance measurements within normal limits. Subsequently, fluoroscopy was performed and it was confirmed that the terminal pins on both leads were still not past the distal connect block. Boston scientific technical services (ts) recommended trying a new device. The physician attempted inserting the leads into the new pacemaker and the same observation was observed. Mineral oil was applied to the leads, which didn't resolve the issue. The physician then used an adapter with the ra lead and again was not able to fully insert the lead past the distal connect block. The ra lead also exhibited high out range pacing impedances. The physician decided to return to the first pacemaker and remove the adapter. All measurements were within normal limits, however, the leads weren't past the distal connect block. The implant procedure was completed and the pacemaker system remains in service. This pacemaker was removed prior to pocket closure. No adverse patient effects were reported.